Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an insulin gauge reading was inaccurate. Reportedly, the customer re-loaded the cartridge to resolve the issue. There was no reported impact to blood glucose levels.